Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. According to the product experience report (per), this right ventricular (rv) defibrillation lead had become infected. The device and leads were explanted. Immediately post-explantation, the patient developed an embolism in the rv. During investigation of an air bubble, the patient went into ventricular tachycardia (vt) then ventricular fibrillation (vf) and died.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.